Event description:
Device malfunction: none. Symptom/ae: stroke. Time of symptom/ae: three days post- procedure. It was reported that three days post right internal cartoid artery stenting procedure, in 2007, the patient developed an exacerbation of pre-existing, intermittent confusion and problems with short-term memory. The symptoms were improving/resolving at the time of the 30 day follow-up visit. MRI of the brain , done on 09/29/2007, showed a subacute infarct with punctuate hemorrhage within the right internal capsule/corona radiata. Though requested, no additional information was provided. Study event

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, device and pt information h6: the device remains in the patient's anatomy. The lot number was provided. Review of the finished device lot history review did not reveal any non-conforming material reports which could have contributed to this complaint.